Manufacturer narrative:
One device was returned for repair in used condition. Unable to download in the event history logs because dose connector was inoperable. Reported problem of error code 1861 was verified by visual inspection and functional testing. The cause was defective motor. Replaced motor. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited last error code 1861, a foggy lens, double beeping, and cb overdue. The event occurred during testing. Delay of therapy was unknown. There was no physical damage. There was no patient involvement and no patient harm.